Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Confirmation was provided that the serial number provided in their previous report had come directly off of the implantable neurostimulator (ins) package.

Event description:
Information was received from a manufacturer representative (rep). It was reported that an implantable pulse generator (ipg) was not charging prior to implant. The rep charged the ipg prior to a new implant, but after over an hour and a half, the battery level didn¿t move. The rep used another ipg from trunk stock and the issue was considered resolved as of (B)(6) 2017. The ipg was to be returned. There was no patient involved in this event. The ipg was never implanted. The issue occurred pre-operative.